Event description:
The customer reported a ventilator shutdown while on patient. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that a clinical engineering started the machine back up and when they looked at it and ran it for 20-30 minutes it had no issues. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported a ventilator shutdown while on patient without giving an alarm. The customer reported that the reported issue was found while providing therapy to a patient. The customer reported that the patient had immediate oxygen (o2) desaturation and the placed the patient on a different v60 ventilator. The patient was transferred to another working ventilator.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.